Manufacturer narrative:
(B)(4). The pump ((B)(4)) was returned for analysis. Analysis of the pump found gear train anomalies of corrosion and wear as well as stalls due to shaft bearing.

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving bupivacaine (2 mg/ml at 1.2 mg/day) and dilaudid (10 mg/ml at 6 mg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported that the pump logs were checked on (B)(6) 2016 and the logs showed a stall on (B)(6) 2016 with recovery on (B)(6) 2016. It was noted that the pump had stalled again on (B)(6) 2016 at 00:59 with no stall recovery. Additional information was reported by the rep on (B)(6) 2016. It was reported that the active pump alarm had been heard on (B)(6) 2016. The troubleshooting performed was to check the pump logs. It was noted that the cause of the motor stalls had not been determined; there was no known contact with a magnet. The dose was decreased, the patient was started on oral therapy and a replacement was scheduled for (B)(6) 2016. Additional information was reported by the consumer via the rep. It was reported that the pump motor had stalled on (B)(6) 2016 at 15:39; recovered (B)(6) 2016 at 00:10, occurred again (B)(6) 2016 at 00:58,recovered (B)(6) 2016 at 17:07, stalled again (B)(6) 2016 at 18:12 and never recovered. The patient had experienced severe pain on (B)(6) 2016 on the morning of the replacement. It was noted that the patient had not had an MRI but had a plain film x-ray earlier in the week. At the time of the report the patient's status was alive with no injury

Manufacturer narrative:
Additional review determined that the conclusion code no longer applies and has been updated.